Manufacturer narrative:
Additional information provided that impact b5 describe event or problem and h6 device codes.

Event description:
It was reported that the patient presented with difficulty inflating the ambicor penile prosthesis (app) and a bulge on the right side of the device. The physician believes that a revision is needed to resolve the issue. There were no patient complications reported.

Event description:
It was reported that the patient presented with difficulty inflating the inflatable penile prosthesis (ipp). A fluid leak was noted around the cylinder and pump. The physician believes that a revision is needed to resolve the issue. There were no patient complications reported.